Event description:
It was reported that the customer programmed a bolus and pressed the act button. However, the customer's blood glucose levels began to rise and there was no record in the history files of a bolus delivered. It was reported that this problem happened on several occasions. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.